Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. One returned used needled segment of suture was examined and no breakages were observed. The non-needled end of the returned used segment was cut. The returned segment did not account for the entire suture, so a complete examination was not possible. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2013 and suture was used. During the procedure the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.